Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted (B)(6) 2013 with midfoot - forefoot mtp fusion plate; the implant reportedly broke in (B)(6) 2013, and patient was advised to have revision surgery. Patient was unable to schedule surgery at that time. The patient is scheduled for a revision procedure on an unknown date. Synthes cannot confirm that the revision procedure was performed and no additional information is available. This is report 1 of 1 for (B)(4).